Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issues with the glue that attached the infusion set's tubing to the infusion set. It was stated that the infusion set's tubing near the clip often fell apart and the patient believed the issue was with the adhesive holding the two pieces together. At the time of the incident (approximately (B)(6) 2020), her blood glucose level was 380mg/dl. Reportedly, there was no damage when the package was first opened. Moreover, the patient replaced the infusion set and resumed insulin successfully. No further information available.